Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that spline break occurred. During a procedure using a farawave nav catheter, one spline was reported to have broken at the right inferior pulmonary vein (ripv) following spline bunching (cobra) manipulation. The catheter was replaced, and the procedure was successfully completed with another farawave nav device. No patient complications occurred.